Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an insulin set expired alarm after placing supplies, and troubleshooting determined the infusion set had been in place for more than three days; during a guided supply change, the user accidentally dropped and broke the insulin cartridge by dislodging the plunger and then used a new cartridge to complete the process, after which insulin delivery resumed. Symptoms included no adverse clinical effects and a reported blood glucose of 168 mg/dl. Outcomes included restoration of insulin delivery and user education on supply change frequency and procedure. Investigation included customer interview and troubleshooting with guided supply replacement. Investigation of this case revealed user handling error resulting in a broken cartridge and an infusion set worn beyond the recommended interval. It was concluded that the event was attributable to use error without device malfunction and that education mitigated the issue.